Event description:
It was reported that an individual with an implantable neurostimulator experienced shock from the internal implantable neurostimulator while sitting in the chair at the dentist. The cause was noted to be position in the chair. The individual repositioned themselves to avoid the overstimulation, and the issue was reported as resolved. The individual also reported receiving at least 60% pain relief from the stimulation system at that time. No injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.